Manufacturer narrative:
Per tandem user guide: ensure there are no air bubbles when drawing insulin from the vial into the syringe. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer reported not completing the air removal step when filling the cartridge per the user guide. Customer was able to resolve the issue; however details of resolution were not provided. There was no reported adverse impact.